Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a gas leak in iab circuit alarm. Iabp was replaced and the faulty iabp was set aside there was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated during the examination of the device, it was seen that leak gave an iab error after a while after starting to use the device with the service trainer and the test catheter. As a result of the tests performed on the device, it was determined that the malfunction was caused by the safety disk. Safety disk was replaced (d202-00-0140) with a new one and the disk counter was reset. The device was tested. The device was operated with the service trainer and the test catheter. It was seen that it did not give any harm. The device was delivered in working condition. The defective safety disk was received for disposal. There is no harm and adverse event occurred.

Event description:
N/a